Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unknown power error. Blood glucose level at the time of the incident was not provided. Customer also mentioned they were having issues connecting sensor to the insulin pump. The customer was unable to troubleshoot as they were driving. The insulin pump was not returned the for analysis.